Manufacturer narrative:
In this MDR, bd corporate headquarters in (B)(4) nj has been listed as sekisui is an OEM manufacturing site. There were multiple lot numbers reported to be involved. The information for each lot number is as follows: medical device lot #: 220510. Medical device expiration date: 31-jul-2023. Device manufacture date: 11-nov-2022. 2 other lots were reported however, they are not a lot# manufactured for this product. Medical device lot #: 221006. Medical device lot #: 220803. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that during use with 3 lots of bd vacutainer® rapid serum tube (rst) blood collection tubes thrombin there was missing additive and erroneously high troponin t results. Samples were repeated and the troponin value was significantly lower. There was no report of patient impact. The following information was provided by the initial reporter, translated from german to english: in different lot numbers, small fibrin flakes are found in the plasma and the troponin t value is pathologically high. On repeated measurement, the troponin value is significantly lower. It is not certain whether insufficient mixing of the tubes or too low filling is the reason for the incorrect measurement value.

Manufacturer narrative:
H.6. Investigation summary: bd had not received samples or photos for investigation. Therefore, retention samples from bd inventory of each reported lot number were evaluated by functional testing for each of the following attributes; draw volume, thrombin strength (titer), gel quantity, gel movement, fibrin, and troponin t values and no issues were observed relating to sample quality issues / erroneous results as all samples met specifications. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint is unable to be confirmed for the indicated failure modes sample quality issues / erroneous results. Bd was not able to identify a root cause for the indicated failure mode.

Event description:
It was reported that during use with 3 lots of bd vacutainer® rapid serum tube (rst) blood collection tubes thrombin there was missing additive and erroneously high troponin t results. Samples were repeated and the troponin value was significantly lower. There was no report of patient impact. The following information was provided by the initial reporter, translated from german to english: in different lot numbers, small fibrin flakes are found in the plasma and the troponin t value is pathologically high. On repeated measurement, the troponin value is significantly lower. It is not certain whether insufficient mixing of the tubes or too low filling is the reason for the incorrect measurement value.